Manufacturer narrative:
This device was thoroughly analyzed upon receipt at our quality assurance laboratory. Microscopic examination noted no anomalies. The battery monitoring voltage was noted to be 0.310 volts, which was lower than expected. The device case was opened and detailed testing of the internal components revealed to anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly resulted in premature battery depletion and the observed inability to telemeter the device.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, telemetry was not able to be established with this implantable cardioverter defibrillator (ICD). Several attempts were made to establish telemetry with different programmers but were unsuccessful. A magnet was applied and no tones were heard being emitted from the ICD. The patient had been seen a month earlier and no issues were noted. No adverse patient effects were reported. A chest x-ray was performed and sent to boston scientific technical services (ts) for review. The ts consultant discussed that the x-rays do not reveal any information on what was causing the inability to establish telemetry. As a memory download is not able to be performed for analysis and therapy availability cannot be guaranteed, the ts consultant discussed that the ICD should be explanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.